Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. Additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Per dr, stapler only partially fired - if yes: did the device deliver any staples? Yes staples delivered - if yes, were the staples formed properly? Yes staples formed properly - if yes, was the staple line complete? Incomplete - did the device cut? Yes partially - if yes, was the cut line complete? Cut line was not complete - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Dr did not notice jagged or irregular cut line - was there any difficulty opening the device? No device opened normally - if yes, how was the device removed from the patient? N/a - if yes, did the jaws eventually open? N/a.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date, no response has been received. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic procedure that the stapler misfired and there looks to be some damage to the anvil. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #a97a0a. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review : a manufacturing record evaluation was performed for the finished device batch number a97a0a, and no non-conformances were identified.